Event description:
Reportedly, on (B)(6) 2018, the patient carried a 24 hours holter. The recorded ecgs revealed prolonged sinusal bradycardia, with pauses up to 1900 ms. The pacemaker is programmed in safer mode and normal follow-up parameters were observed.preliminary analysis results suggest that the reported behavior was most probably due to the functioning of the safer mode. Based on available data, no issue is suspected on the pacemaker.

Event description:
Reportedly, on (B)(6) 2018, the patient carried a 24 hours holter. The recorded ecgs revealed prolonged sinusal bradycardia, with pauses up to 1900 ms. The pacemaker is programmed in safer mode and normal follow-up parameters were observed. Preliminary analysis results suggest that the reported behavior was most probably due to the functioning of the safer mode. Based on available data, no issue is suspected on the pacemaker.